Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that her meter is reading higher than expectation. Last week, she tested and the reading was above 250 mg/dl, but less than 260 mg/dl. Within 10 minutes, the reading was within her normal range which is 100 mg/dl - 125 mg/dl. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.